Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a stent damage occurred. The 99% stenosed target lesion was moderately tortuous and calcified in the distal right coronary artery (rca). As the 3.50x20mm taxus liberte stent was advanced to the target lesion, the physician felt resistance. After the physician removed the stent from the pt, it was noticed that the edge of the stent was lifted up. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "good."

Manufacturer narrative:
Pt: 18 years or older. (B)(4).